Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pain (seriousness criteria medically significant and intervention required), nerve injury ("nerve damage"), dizziness ("dizziness"), migraine ("migraines"), libido decreased ("decreased libido"), depression ("depression"), hypersensitivity ("allergic reaction"), vaginal discharge ("vaginal discharge"), nervousness ("nervous"), agitation ("excited") and fear ("scared"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, autoimmune disorder, pain, nerve injury, dizziness, migraine, libido decreased, depression, hypersensitivity, vaginal discharge, nervousness, agitation and fear outcome was unknown. The reporter considered agitation, autoimmune disorder, depression, dizziness, fear, genital haemorrhage, hypersensitivity, libido decreased, migraine, nerve injury, nervousness, pain and vaginal discharge to be related to essure. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s social media: nervousness, agitation, fear". Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case - new events "nervous, excited, scared" were added. New reporter was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding"), device breakage ("device breakage fragments noted on x-ray"), pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a 43-year-old female patient who had essure (batch no. 623825) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and asthma. Concomitant products included buprenorphine (butrans), diclofenac (zorvolex), gabapentin, oxytocin and tacrolimus. In november 2007, the patient had essure inserted. In march 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nerve injury ("nerve damage"), dizziness ("dizziness"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of depression ("depression"), anxiety ("anxiety"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient experienced rash ("rashes"). In march 2016, the patient was found to have weight increased ("weight gain"). On (B)(6)2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced arrhythmia ("dysrhythmias"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), libido decreased ("decreased libido"), the second episode of depression ("depression"), hypersensitivity ("allergic reaction"), nervousness ("nervous"), agitation ("excited"), fear ("scared"), fibromyalgia ("fibromyalgia"), eczema ("pink blotchy eczema"), tooth disorder ("dental problems"), dysgeusia ("metallic taste"), back pain ("lower back pain"), neck pain ("neck pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes), she had surgery to remove the essure implant and she had surgery to remove the essure implant, hysterectomy (full);salpingectomy (bilateral removal)). Essure was removed on (B)(6)2016. At the time of the report, the genital haemorrhage, device breakage, autoimmune disorder, nerve injury, dizziness, migraine, libido decreased, the last episode of depression, hypersensitivity, vaginal discharge, nervousness, agitation, fear, mood swings, menorrhagia, rash, anxiety, fibromyalgia, eczema, arrhythmia, tooth disorder, dysmenorrhoea, fatigue, weight increased, alopecia, dysgeusia, back pain and neck pain outcome was unknown, the pelvic pain and headache was resolving and the nausea and abdominal pain had resolved. The reporter considered abdominal pain, agitation, alopecia, anxiety, arrhythmia, autoimmune disorder, back pain, device breakage, dizziness, dysgeusia, dysmenorrhoea, eczema, fatigue, fear, fibromyalgia, genital haemorrhage, headache, hypersensitivity, libido decreased, menorrhagia, migraine, mood swings, nausea, neck pain, nerve injury, nervousness, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure device: (B)(6)2007. Current weight as of (B)(6)2018: 263 lbs. Approximate weight at the time of essure placement 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.2 kg/sqm. Hysterosalpingogram - in march 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s social media: nervousness, agitation, fear". Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Event added: mood swings, abnormal bleeding (vaginal, menorrhagia), rashes, depression, anxiety, fibromyalgia, pink blotchy eczema, headaches, dysrhythmias, nausea, dental problems, device breakage, dysmenorrhea (cramping), fatigue, weight gain, hair loss, metallic taste, lower back pain, neck pain, abdominal pain. Event outcome was updated for the event: nausea, pelvic pain, abdominal pain, headaches. Lot no. Was added. Lab data was added. Concomitant conditions and drugs were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage fragments noted on x-ray'), genital haemorrhage ('abnormal bleeding') and pelvic pain ('pain') in a 43-year-old female patient who had essure (batch no. 623825) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, asthma, stomach pain, taste metallic, spotting vaginal, menses irregular and device toxicity. Concomitant products included buprenorphine (butrans), diclofenac (zorvolex), gabapentin, oxytocin, tacrolimus and triamcinolone. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nerve injury ("nerve damage"), dizziness ("dizziness"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of depression ("depression"), anxiety ("anxiety"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient experienced rash ("rashes"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced arrhythmia ("dysrhythmias"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), libido decreased ("decreased libido"), the second episode of depression ("depression"), hypersensitivity ("allergic reaction"), nervousness ("nervous"), agitation ("excited"), fear ("scared"), fibromyalgia ("fibromyalgia"), eczema ("pink blotchy eczema"), tooth disorder ("dental problems"), dysgeusia ("metallic taste"), back pain ("lower back pain"), neck pain ("neck pain"), abdominal pain ("abdominal pain"), splenomegaly ("spleen is enlarged"), myelomalacia ("myelomalacia"), inflammation ("inflammation"), intervertebral disc degeneration ("degenerative disc "), intervertebral disc protrusion ("herniated disc"), multiple allergies ("allergies"), osteoarthritis ("osteoarthritis"), arthralgia ("hip pain/knee pain"), spinal stenosis ("spinal stenosis") and skin disorder ("spots on my legs"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes),lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, autoimmune disorder, nerve injury, dizziness, migraine, libido decreased, the last episode of depression, hypersensitivity, vaginal discharge, nervousness, agitation, fear, mood swings, menorrhagia, rash, anxiety, fibromyalgia, eczema, arrhythmia, tooth disorder, dysmenorrhoea, fatigue, weight increased, alopecia, dysgeusia, back pain, neck pain, splenomegaly, myelomalacia, inflammation, intervertebral disc degeneration, intervertebral disc protrusion, multiple allergies, osteoarthritis, arthralgia, spinal stenosis and skin disorder outcome was unknown, the pelvic pain and headache was resolving and the nausea and abdominal pain had resolved. The reporter considered abdominal pain, agitation, alopecia, anxiety, arrhythmia, arthralgia, autoimmune disorder, back pain, device breakage, dizziness, dysgeusia, dysmenorrhoea, eczema, fatigue, fear, fibromyalgia, genital haemorrhage, headache, hypersensitivity, inflammation, intervertebral disc degeneration, intervertebral disc protrusion, libido decreased, menorrhagia, migraine, mood swings, multiple allergies, myelomalacia, nausea, neck pain, nerve injury, nervousness, osteoarthritis, pelvic pain, rash, skin disorder, spinal stenosis, splenomegaly, tooth disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure device: (B)(6) 2007. Current weight as of (B)(6) 2018: 263 lbs. Approximate weight at the time of essure placement 220 lbs. Removal details-both fallopian tubes were intact. The coils appeared to be in the proximal portion originating from the cornual area of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s social media: nervousness, agitation, fear". Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, dizziness, migraine,anxiety quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jan-2020: social media received. Reporter information added. Events: spleen is enlarged, myelomalacia, degenerative disc, herniated disc, allergies, osteoarthritis, hip pain, spinal stenosis, spots on my legs added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage fragments noted on x-ray'), genital haemorrhage ('abnormal bleeding') and pelvic pain ('pain') in a 43-year-old female patient who had essure (batch no. 623825) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, asthma, stomach pain, taste metallic, spotting vaginal, menses irregular and device toxicity. Concomitant products included buprenorphine (butrans), diclofenac (zorvolex), gabapentin, oxytocin, tacrolimus and triamcinolone. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nerve injury ("nerve damage"), dizziness ("dizziness"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of depression ("depression"), anxiety ("anxiety"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient experienced rash ("rashes"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On 14-sep-2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced arrhythmia ("dysrhythmias"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), libido decreased ("decreased libido"), the second episode of depression ("depression"), hypersensitivity ("allergic reaction"), nervousness ("nervous"), agitation ("excited"), fear ("scared"), fibromyalgia ("fibromyalgia"), eczema ("pink blotchy eczema"), tooth disorder ("dental problems"), dysgeusia ("metallic taste"), back pain ("lower back pain"), neck pain ("neck pain"), abdominal pain ("abdominal pain"), splenomegaly ("spleen is enlarged"), myelomalacia ("myelomalacia"), inflammation ("inflammation"), intervertebral disc degeneration ("degenerative disc "), intervertebral disc protrusion ("herniated disc"), multiple allergies ("allergies"), osteoarthritis ("osteoarthritis"), arthralgia ("hip pain/knee pain"), spinal stenosis ("spinal stenosis") and skin disorder ("spots on my legs"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes),lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, autoimmune disorder, nerve injury, dizziness, migraine, libido decreased, the last episode of depression, hypersensitivity, vaginal discharge, nervousness, agitation, fear, mood swings, menorrhagia, rash, anxiety, fibromyalgia, eczema, arrhythmia, tooth disorder, dysmenorrhoea, fatigue, weight increased, alopecia, dysgeusia, back pain, neck pain, splenomegaly, myelomalacia, inflammation, intervertebral disc degeneration, intervertebral disc protrusion, multiple allergies, osteoarthritis, arthralgia, spinal stenosis and skin disorder outcome was unknown, the pelvic pain and headache was resolving and the nausea and abdominal pain had resolved. The reporter considered abdominal pain, agitation, alopecia, anxiety, arrhythmia, arthralgia, autoimmune disorder, back pain, device breakage, dizziness, dysgeusia, dysmenorrhoea, eczema, fatigue, fear, fibromyalgia, genital haemorrhage, headache, hypersensitivity, inflammation, intervertebral disc degeneration, intervertebral disc protrusion, libido decreased, menorrhagia, migraine, mood swings, multiple allergies, myelomalacia, nausea, neck pain, nerve injury, nervousness, osteoarthritis, pelvic pain, rash, skin disorder, spinal stenosis, splenomegaly, tooth disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure device: (B)(6) 2007. Current weight as of (B)(6) 2018: 263 lbs. Approximate weight at the time of essure placement 220 lbs. Removal details-both fallopian tubes were intact. The coils appeared to be in the proximal portion originating from the cornual area of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s social media: nervousness, agitation, fear". Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, dizziness, migraine,anxiety quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: extension of expected date of next report for ptc a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('device breakage fragments, noted on x-ray'), genital haemorrhage ('abnormal bleeding') and pelvic pain ('pain'). In a 43-year-old female patient who had essure (batch no. 623825), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: morbid obesity, asthma, stomach pain, taste metallic, spotting vaginal, menses irregular and device toxicity. Concomitant products included: buprenorphine (butrans), diclofenac (zorvolex), gabapentin, oxytocin, tacrolimus and triamcinolone. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nerve injury ("nerve damage"), dizziness ("dizziness"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"). The first episode of depression ("depression"), anxiety ("anxiety"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient experienced rash ("rashes"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced arrhythmia ("dysrhythmias"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), libido decreased ("decreased libido"). The second episode of depression ("depression"), hypersensitivity ("allergic reaction"), nervousness ("nervous"), agitation ("excited"), fear ("scared"), fibromyalgia ("fibromyalgia"), eczema ("pink blotchy eczema"), tooth disorder ("dental problems"), dysgeusia ("metallic taste"), back pain ("lower back pain"), neck pain ("neck pain"), abdominal pain ("abdominal pain"), splenomegaly ("spleen is enlarged"), myelomalacia ("myelomalacia"), inflammation ("inflammation"), intervertebral disc degeneration ("degenerative disc"), intervertebral disc protrusion ("herniated disc"), multiple allergies ("allergies"), osteoarthritis ("osteoarthritis"), arthralgia ("hip pain/knee pain"), spinal stenosis ("spinal stenosis"). And skin disorder ("spots on my legs"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, autoimmune disorder, nerve injury, dizziness, migraine, libido decreased, the last episode of depression, hypersensitivity, vaginal discharge, nervousness, agitation, fear, mood swings, menorrhagia, rash, anxiety, fibromyalgia, eczema, arrhythmia, tooth disorder, dysmenorrhoea, fatigue, weight increased, alopecia, dysgeusia, back pain, neck pain, splenomegaly, myelomalacia, inflammation, intervertebral disc degeneration, intervertebral disc protrusion, multiple allergies, osteoarthritis, arthralgia, spinal stenosis and skin disorder outcome was unknown. The pelvic pain and headache was resolving. And the nausea and abdominal pain had resolved. The reporter considered abdominal pain, agitation, alopecia, anxiety, arrhythmia, arthralgia, autoimmune disorder, back pain, device breakage, dizziness, dysgeusia, dysmenorrhoea, eczema, fatigue, fear, fibromyalgia, genital haemorrhage, headache, hypersensitivity, inflammation, intervertebral disc degeneration, intervertebral disc protrusion, libido decreased, menorrhagia, migraine, mood swings, multiple allergies, myelomalacia, nausea, neck pain, nerve injury, nervousness, osteoarthritis, pelvic pain, rash, skin disorder, spinal stenosis, splenomegaly, tooth disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: discrepancy noted, as per pfs: insertion date of essure device: (B)(6) 2007. Current weight as of (B)(6) 2018, 263 lbs. Approximate weight at the time of essure placement 220 lbs. Removal details: both fallopian tubes were intact. The coils appeared to be in the proximal portion originating from the cornual area of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 45.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2008, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s social media: nervousness, agitation, fear. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, dizziness, migraine, anxiety. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding"), device breakage ("device breakage fragments noted on x-ray"), pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a 43-year-old female patient who had essure (batch no: 623825) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, asthma, stomach pain, taste metallic, spotting vaginal, menses irregular and device toxicity. Concomitant products included buprenorphine (butrans), diclofenac (zorvolex), gabapentin, oxytocin, tacrolimus and triamcinolone. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nerve injury ("nerve damage"), dizziness ("dizziness"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of depression ("depression"), anxiety ("anxiety"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient experienced rash ("rashes"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced arrhythmia ("dysrhythmias"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), libido decreased ("decreased libido"), the second episode of depression ("depression"), hypersensitivity ("allergic reaction"), nervousness ("nervous"), agitation ("excited"), fear ("scared"), fibromyalgia ("fibromyalgia"), eczema ("pink blotchy eczema"), tooth disorder ("dental problems"), dysgeusia ("metallic taste"), back pain ("lower back pain"), neck pain ("neck pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes),lysis of adhesions, she had surgery to remove the essure implant and she had surgery to remove the essure implant, hysterectomy (full);salpingectomy (bilateral removal)). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, device breakage, autoimmune disorder, nerve injury, dizziness, migraine, libido decreased, the last episode of depression, hypersensitivity, vaginal discharge, nervousness, agitation, fear, mood swings, menorrhagia, rash, anxiety, fibromyalgia, eczema, arrhythmia, tooth disorder, dysmenorrhoea, fatigue, weight increased, alopecia, dysgeusia, back pain and neck pain outcome was unknown, the pelvic pain and headache was resolving and the nausea and abdominal pain had resolved. The reporter considered abdominal pain, agitation, alopecia, anxiety, arrhythmia, autoimmune disorder, back pain, device breakage, dizziness, dysgeusia, dysmenorrhoea, eczema, fatigue, fear, fibromyalgia, genital haemorrhage, headache, hypersensitivity, libido decreased, menorrhagia, migraine, mood swings, nausea, neck pain, nerve injury, nervousness, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure device: on (B)(6) 2007. Current weight as of on (B)(6) 2018: 263 lbs. Approximate weight at the time of essure placement 220 lbs. Removal details-both fallopian tubes were intact. The coils appeared to be in the proximal portion originating from the cornual area of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s social media: nervousness, agitation, fear". Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, dizziness, migraine, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage fragments noted on x-ray'), genital haemorrhage ('abnormal bleeding') and pelvic pain ('pain') in a 43-year-old female patient who had essure (batch no. 623825) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, asthma, stomach pain, taste metallic, spotting vaginal, menses irregular and device toxicity. Concomitant products included buprenorphine (butrans), diclofenac (zorvolex), gabapentin, oxytocin, tacrolimus and triamcinolone. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nerve injury ("nerve damage"), dizziness ("dizziness"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of depression ("depression"), anxiety ("anxiety"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient experienced rash ("rashes"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced arrhythmia ("dysrhythmias"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), libido decreased ("decreased libido"), the second episode of depression ("depression"), hypersensitivity ("allergic reaction"), nervousness ("nervous"), agitation ("excited"), fear ("scared"), fibromyalgia ("fibromyalgia"), eczema ("pink blotchy eczema"), tooth disorder ("dental problems"), dysgeusia ("metallic taste"), back pain ("lower back pain"), neck pain ("neck pain"), abdominal pain ("abdominal pain"), splenomegaly ("spleen is enlarged"), myelomalacia ("myelomalacia"), inflammation ("inflammation"), intervertebral disc degeneration ("degenerative disc "), intervertebral disc protrusion ("herniated disc"), multiple allergies ("allergies"), osteoarthritis ("osteoarthritis"), arthralgia ("hip pain/knee pain"), spinal stenosis ("spinal stenosis") and skin disorder ("spots on my legs"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes),lysis of adhesions). Essure was removed on 31-oct-2016. At the time of the report, the device breakage, genital haemorrhage, autoimmune disorder, nerve injury, dizziness, migraine, libido decreased, the last episode of depression, hypersensitivity, vaginal discharge, nervousness, agitation, fear, mood swings, menorrhagia, rash, anxiety, fibromyalgia, eczema, arrhythmia, tooth disorder, dysmenorrhoea, fatigue, weight increased, alopecia, dysgeusia, back pain, neck pain, splenomegaly, myelomalacia, inflammation, intervertebral disc degeneration, intervertebral disc protrusion, multiple allergies, osteoarthritis, arthralgia, spinal stenosis and skin disorder outcome was unknown, the pelvic pain and headache was resolving and the nausea and abdominal pain had resolved. The reporter considered abdominal pain, agitation, alopecia, anxiety, arrhythmia, arthralgia, autoimmune disorder, back pain, device breakage, dizziness, dysgeusia, dysmenorrhoea, eczema, fatigue, fear, fibromyalgia, genital haemorrhage, headache, hypersensitivity, inflammation, intervertebral disc degeneration, intervertebral disc protrusion, libido decreased, menorrhagia, migraine, mood swings, multiple allergies, myelomalacia, nausea, neck pain, nerve injury, nervousness, osteoarthritis, pelvic pain, rash, skin disorder, spinal stenosis, splenomegaly, tooth disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure device: (B)(6) 2007. Current weight as of (B)(6) 2018: 263 lbs. Approximate weight at the time of essure placement 220 lbs. Removal details-both fallopian tubes were intact. The coils appeared to be in the proximal portion originating from the cornual area of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s social media: nervousness, agitation, fear". Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, dizziness, migraine,anxiety quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information added. Events: spleen is enlarged, myelomalacia, degenerative disc, herniated disc, allergies, osteoarthritis, hip pain, spinal stenosis, spots on my legs added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pain ("pain"), nerve injury ("nerve damage"), dizziness ("dizziness"), migraine ("migraines"), libido decreased ("decreased libido"), depression ("depression"), hypersensitivity ("allergic reaction") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, autoimmune disorder, pain, nerve injury, dizziness, migraine, libido decreased, depression, hypersensitivity and vaginal discharge outcome was unknown. The reporter considered autoimmune disorder, depression, dizziness, genital haemorrhage, hypersensitivity, libido decreased, migraine, nerve injury, pain and vaginal discharge to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.